Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2026; explant date: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was to report that their ins and leads were explanted due to complications. Pt further explained that their ins was implanted on (B)(6) 2026 and they experienced a lot of pain after returning home that night so they called paramedics and was brought to the hospital. Pt stated that the symptoms evolved and they began to experience numbness and lost feeling in their legs. Pt stated that they found a blood clot and their ins and leads were then explanted. Pt stated they were told that they're no longer a candidate for the spinal cord stimulation device. Pt commented that they're still experiencing a tingling sensation in their legs as a result of the blood clot. Pt inquired about what they should do to with their external equipment. Agent reviewed information.